Event description:
It was reported that during a ureteroscopy procedure, guide wire fraying and flaking occurred. The lesion was located in an unspecified ureter. The 0.035 sensor guide wire was advanced, however, the guide wire frayed upon being backloaded into an unspecified endoscope and it was noted that silver particles were flaking off of the guide wire. None of the particles remained inside the patient, and the physician was able to complete the procedure with this device without patient injury or complication. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.